Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering visually confirmed that the distal end of the main tube has a number of scratch marks all around the tube with varying degrees of material removal. Scratches are all under .250" in length and are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings: handle instrument with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the shaft of the endowrist prograsp forceps instrument is chewed up. No additional info was provided. No pt harm, adverse outcome or injury was reported.